Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as ventilator device "failed". This is not further specified. This occurrence was noticed during patient ventilation. The alarm was intermittent and observable both visually and through hearing. It was not reported what alarm was triggered. No device log files were provided to hamilton. The malfunction was not reproducible. It's not specified what exactly "failed". There is patient involvement reported. This event occurred during patient ventilation but was not further clarified. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as ventilator device "failed". This is not further specified. - this occurrence was noticed during patient ventilation. - the alarm was intermittent and observable both visually and through hearing. It was not reported what alarm was triggered. - no device log files were provided to hamilton. - the malfunction was not reproducible. It's not specified what exactly "failed". - there is patient involvement reported. This event occurred during patient ventilation but was not further clarified. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.